Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and while changing the supplies on the pump, a malfunction code 9 was received. Tandem customer technical support (cts) assisted the customer with resetting the pump and the malfunction 9 was cleared. As the customer was changing the supplies on the pump, cts was unable to perform a system check to determine a possible cause of the occlusion. The customer's blood glucose (bg) level was 500 mg/dl and an insulin injection was used to address the bg level.